Event description:
Dealer states, right motor has locked up, patient was not using chair at time of incident.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.